Manufacturer narrative:
(B)(4). On (B)(6) 2017, it was reported that the unit was working but running very slowly. The customer returned an electric dermatome device, serial (B)(4), for evaluation. The customer also returned a power supply, serial (B)(4), for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated electric dermatome serial (B)(4) six times as documented in the repair reports in livelink. The last repair was april 10, 2017 where it was reported that the device needed preventative maintenance and the bearings were replaced. This is not a related issue. Zimmer biomet surgical has previously repaired/evaluated electric dermatome power supply serial (B)(4) six times as documented in the repair reports in livelink. The last repair was april 18, 2017 where it was reported that the device was returned to sn (b)() for preventative maintenance and the device was evaluated with no components replaced. This is not a related issue. Initial qa inspection of the electric dermatome on (B)(6) 2018 revealed that the calibration was out of specifications at the 0 setting but within at all other settings. The motor speed could not be measured due to the motor running so slowly. Initial qa inspection of the electric dermatome power supply serial (B)(4) revealed that the device passed a testing and functioned as intended. Repair of the electric dermatome was performed by zimmer biomet surgical on (B)(6) 2018 which included replacement of the power cord assembly, power switch, bearings, seal and retaining ring, motor, o-ring, and calibration shaft. Electric dermatome, serial (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during initial inspection the motor was running very slowly. The root cause of the unit running slowly was due to the motor being slow. The issue was resolved with the replaced power cord assembly, power switch, bearings, seal and retaining ring, motor, o-ring, and calibration shaft. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Electric dermatome, serial (B)(4), was repaired, tested and returned to the customer.

Event description:
It was reported that the unit was working, but running very slowly and intermittently. The event occurred during surgery and there was no harm and no delay. Another device was available for use. No adverse events were reported as a result of this malfunction.